Event description:
It was reported that during a coronary artery stenting treatment procedure the stent dislodged. The lesion being treated was located in the lad (left anterior descending). The physician was unable to cross the lesion with the 2.75x38mm taxus liberte stent delivery system and the device was removed from the patient. After removal from the patient, the stent dislodged from the balloon. The procedure was completed with another of the same device. There were no reported patient complications and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of an expanded stent. The overall length of the stent was 38 mm. 18 mm of the stent was flattened with the other portion of the stent damaged oval in appearance. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure the stent dislodged. The lesion being treated was located in the lad (left anterior descending). The physician was unable to cross the lesion with the 2.75x38mm taxus liberte stent delivery system and the device was removed from the patient. After removal from the patient, the stent dislodged from the balloon. The procedure was completed with another of the same device. There were no reported patient complications and the patient status was fine.